Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2015, a secondary was completed to repair a type 1a endoleak. On (B)(6) 2016, during a routine follow up, the physician identified a type 3b endoleak. Physician elected to re-line implanted devices with ovation devices to seal the endoleak. The procedure was completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was not able to confirm a type 3b endoleak. However, there was evidence to reasonably suggest there was a type 2 endoleak from lumbar arteries. The data additionally supports the following observations; aneurysm sac growth and at an unknown date a non-endologix stent was implanted in the right iliac artery. The clinical evaluation identified these potential contributing factors to the reported event; antiplatelet therapy, anticoagulation therapy, patient on plavix, patient on eliquis, and the untreated type 2 endoleak may have contributed to the aneurysm sac growth. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. Based on the clinical evaluation a device malfunction or failure did not occur and the relining procedure corrected a type 2 endoleak. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.